Event description:
Related manufacturer report number: 2017865-2023-52313 it was noted that noise, oversensing was observed on the right atrial (ra) and right ventricular (rv) leads. A recent new onset of atrial fibrillation prompted the patient's electrophysiologist to request a new pacemaker electively for therapeutic reasons and a better atrial algorithm. There was also a desire for magnetic electronic imaging (MRI) compatibility. A decision was made for a full system extraction due to the patient's young age. The ra lead was explanted without complication. The rv lead was found to have been implanted in the rv free wall as opposed to the septum. For this reason, the physician decided to abort the rv lead extraction after conservative attempts and capped the pin in pocket. The patient was stable.

Manufacturer narrative:
Correction: section e: state should be (B)(6).